Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their meter recorded a basal rate of 0.000 instead of the programmed 0.550 units. This complaint is being reported because it was not resolved at the time of the call. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/14/2013 with the following findings: during investigation, the pump booted to the verify screen with vibratory and audible sounds. Only typical usage observed in the black box and alarm history. During testing, the pump was programmed on a 1.0 u/hr basal rate and exercised for 24 hours; at end of duration test, the 1.0 u basal rate remained programmed in the pump. All of the keypad keys were found to be responsive to user; no hypersensitive keys were observed. A normal 10 unit bolus and a 10 unit audio bolus were performed and both were accurately recorded in the pump history. Unrelated to the complaint, the pump case was found to be damaged between upper right corner of the display lens and the case seal. The history/settings issue was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.